Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there is a record that the alarm "power lost while pump was on" repeatedly occurred immediately after the pump was turned on. Most recently, it occurred on (B)(6) 2021. A function test and battery power loss alarm check test were performed. The function test was unable to replicate the reported event, and the device passed the battery power loss alarm check test. As a preventative maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, immediately after the customer turned on the pump during the pre-use check, it was spontaneously powered off. The pump then restarted itself and got into the self-check mode. No patient injury was reported.